Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-dec-22, the patient presented to clinic. Examination revealed the incision was noted to be open on the distal portion with a small amount of clear fluid/cerebrospinal fluid csf leaking from incision. It was noted the patient was seen in the emergency department by neurosurgery. The incision was oversewn and oral antibiotics were started for 10 days. The patient presented to neurosurgery clinic on (B)(6) 2021 with continued superficial wound dehiscence. The incision was cleaned, 2 sutures were removed, and 4 additional sutures were added. On (B)(6) 2021, the patient presented to the emergency department as thelumbar incision was dehisced at the proximal portion and the catheter was protruding from incision. The patient was taken to the operating room for removal. The entire system was explanted/not replaced on (B)(6) 2021. Laboratory testing was done and showed no growth. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was lumbar incision dehiscence. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was lumbar site. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly (hole on the catheter body that is consistent with explant damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient was admitted into the hospital. The results of the wound cultures were negative. The infection has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving gablofen (1000mcg/ml at 110mcg/day) via an implanted infusion pump. Concomitant medications included melatonin, zoloft, trileptal, and oral baclofen as needed. The patient's medical history included cerebral palsy, impaired functional mobility, balance, gait, and endurance, spasticity, attention deficit hyperactivity disorder, and hydrocephalus. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2021 because 1cm of the implanted catheter was visualized through the sutures at the spinal incision site. There were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter and possibly the pump were to be explanted. It was later noted that the hcp felt that the spinal incision was possibly infected. Culture and sensitivity were sent from both the spinal incision and abdominal incision. The entire system was explanted and the patient was admitted into the "spiral" and would be observed for baclofen withdrawal.